Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the log files contained pump stoppages and low speed operation. Power elevation was as high as 25.5w. X-rays of the driveline were requested but did show any conclusive damage. The last alarm was noted on (B)(6) 2014. It was recommended for the controller to be swapped and returned for evaluation. While onsite, the manufacturer's technical services examined the patient's driveline. They connected him to the hospital's patient cable and manipulated the driveline but could not reproduce the alarm. A continuity test was performed with the test box and no broken wire was found. Patient has not had any alarms since controller swap out.